Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that on the first day following an intraocular lens (iol) implant procedure, the iol was decentered.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon that no decentration or tear was noted at time of surgery. On the first post operative day, the iol was noted to be decentered. On further examination it became apparent there was a tear in the posterior capsule. Most likely, this is a tear that did occur during surgery but was not recognized and extended in the first post-operative day. Initially a reposition of iol was planned. Due to capsular bag tear, iol explant and implantation of a sulcus lens from a different manufacturer was deemed necessary. Capsular bag tear occurred at time of cataract surgery, and was the cause of the decentered lens.